Manufacturer narrative:
Distributor performed evaluation and repair.

Event description:
It was reported by the distributor that the power cord had been run over by the bed damaging the sheathing and potentially resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.